Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon inspection during processing of revision knee instrument, it was noticed that the tibia trial window sz 2.5 was cracked, stem extension wrench was hard to tighten, reamer attachment won't hold reamer appropriately, and the femoral/tibial/sleeve clamp appears to be worn down. Also, the removable femoral shaft was end that goes into t-handle is getting stuck on t-handle. No surgical delay.